Event description:
It was reported that a patient seen at the reporting facility had experienced anaphylactic reactions including severe swelling of the tongue and difficulty breathing. The patient reportedly works with cidex opa and the treating emergency physician was requesting human exposure and product information regarding cidex opa. The dr. Reported that the patient had experienced similar reactions to 4 other disinfecting solutions previously tried by the healthcare facility where the patient is employed. The patient was treated with benadryl and cortizone and has reportedly recovered. Asp customer support representative faxed the toxicology summary for cidex opa and information describing the chemical nomenclature/structure of ortho-phthaladehyde.